Event description:
(B)(4). The boom part number 1079046 is stripped where the screws attach it to the patient lift model number rpl600-2 and screws will not work. I am bringing this boom back so they can look at it serial number (B)(4).